Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however, a like device with catalog#: 1476000500, 510k#: k091974, UDI#: (B)(4) is approved for sale in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a rod for a rod replacement. It was reported that the rod broke during daily life. The implant broke and there was no fragment of the implant remaining in the patient's body. The event was associated with a patient. There were no patient symptoms or complications as a result of the event. As the product was implanted, the patient did come in contact with the product. The pre-op diagnosis was eos. The level implanted was on the right near t12. There was a less than 60 minute delay in the overall procedure time. In-patient or prolongation of existing hospitalization was necessary because of reoperation due to rod breakage. Rod replacement was additional surgery performed as a result of this event. The reason for revision surgery was as rod was broken. The initial surgery performed was growing rod on t3/4-l1/2. The mdt product used was solera 47. The date of initial surgery was unknown. The device was explanted. No health damage in the patient was reported. Customer refused to return the product as it was returned to patient for explanation. The product was replaced by a medtronic product. No further complications were reported/ anticipated.